Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, including a progressive decline to the device-displayed ¿low,¿ after a meal announcement and eating less than usual; the user contacted support, adjusted pump time settings, and later performed a factory reset with guidance, after which insulin delivery resumed and glucose stabilized. Symptoms included none reported. Outcomes included self-management without outside assistance or medical intervention. Investigation included remote troubleshooting, user education on hypoglycemia treatment, confirmation of insulin delivery post¿factory reset, and monitoring of glucose stabilization. Investigation of this case revealed hypoglycemia of unclear cause, with no device malfunction observed and infusion set noted as contact detach. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.